Event description:
The customer reported at 2:03 pm she activated a new pod and her blood glucose, carbohydrate intake and insulin history. At 10:20 pm, the pod was deactivated and she stated the pink side inserted looks like it is at "an angle" not flush in the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.